Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, with pairing failing and the responsible device not identified; the user was advised to toggle g6/g7 settings, restart the ilet, and allow time for pairing, and education was provided. Symptoms included no alerts or alarms and no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and user guidance on device settings and restart. Investigation of this case revealed no device malfunction was confirmed and no hardware component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the pairing failure and lack of identifiable device fault.